Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 407 mg/dl at the time of incident. The customer stated that the blood glucose reached 493 mg/dl. The customer reported that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and none were found.